Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the pacing lead had difficulty being placed in the patient. The pacing lead was attempted/not used. The pacing lead was opted not to be replaced. No patient complications have been reported as a result of this event.